Event description:
It was reported that during a gastric bypass procedure, there was some bleeding on the green load first (first firing of gun). Upon examination, surgeon said that the anvil drivers in the load did not fully fire upward. Surgeon oversewed the staple line and the case was completed. There was no known patient consequence.